Event description:
It was reported that this right ventricular (rv) lead had high thresholds with a loss of capture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.